Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an inquiry regarding this lead was sent to boston scientific technical services (ts) due to suspected dislodgement and oversensing. Ts reviewed the save to disk and agreed that the rv lead is likely pulled back and across the valve. This right ventricular (rv) lead remains implanted. No adverse patient effects were reported. Additional information noted that the patient also had atrial fibrillation (af) resulting in device to detect a tachycardia and deliver an inappropriate shock as well.

Event description:
Additional information noted that no intervention was planned. The patient will continue to be monitored.